Event description:
Reporter stated that the expiration date on patient's test strip box did not match the dated printed on the strip vial. A request was made for the return of the suspect product and replacement product was shipped.